Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on oct 21, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 3221, 4315) type of investigation: 4114 - device not returned investigation finding: 3221 - no findings available investigation conclusions: 4315 - cause not established this complaint was created with information received from a post market surveillance survey. Without product information being provided; a thorough investigation could not be performed, and a root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
Terumo cardiovascular has been informed through proactive customer surveys for post market surveillance activities, that the user facility experienced two titan stabilizers that failed due to excessive flexing in the shaft. As this information was received through a customer survey, it is unknown when the events occurred, if there were any delays in the procedures, if products were changed out, if the surgeries were completed successfully, or if there were any patient effects as a result of the events. Due to the unknown information for these events, they are being reported. Terumo continues to attempt to gain more information regarding the events from the user facility.